Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that they cannot pull the plunger back. The returned syringe was tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula. This indicates that there is an adhesive clog in the cannula. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: the camera was out of adjustment. H3 other text : see h10.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal had difficult plunger movement and was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that the consumer can not draw the insulin and can not pull the plunger back. Verbatim: relion spouse of consumer reported, husband cannot draw with syringe stated, he cannot pull back the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal had difficult plunger movement and was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that the consumer can not draw the insulin and can not pull the plunger back. Verbatim: relion spouse of consumer reported, husband cannot draw with syringe stated, he cannot pull back the plunger".